Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. Spare lamp error was displayed. High voltage might be applied to the converter unit. Both the converter and the emergency lamp might be out of order. There are no burn marks on the converter unit. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Aging deterioration may have caused the defect because 8 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the main lamp of the device did not light. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.